Event description:
Reporter alleged the customer obtained the results of 284 mg/dl and 121 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated the customer had hypoglycemic symptoms and self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.